Event description:
This event was reported as explant at implant; implanted and chest closed; trans-esophageal echo-cardiography showed trivial to mild central regurgitation and jet coming off side of commissure, so opened chest to explant.